Event description:
A surgeon reported that the shunt would not release from the delivery system when the button was pressed; it felt firm. There was no pt harm. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. There has been one other similar complaint reported in the lot. Additional information was requested. (B)(4).